Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported to have received insulin pump with a crack at reservoir compartment. Customer reported that pieces began to fall off the rim of reservoir compartment. After broken pieces began to poke customer in the abdomen, customer put tape on pump to keep reservoir compartment together. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with minor scratched display window, broken reservoir tube lip and cracked battery tube threads.